Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient developed an infection at the incision site following an implant procedure. The site was painful and the patient could not charge due to the charging belt that would rub the infection site. The patient was given antibiotics. The infection was not device related but believed it was due to the procedure. It was noted that the staple got infected from the incision site.

Manufacturer narrative:
Additional information was received that the physician believed that the patient¿s body was rejecting the device. It was reported that the patient was not healing properly due to chronic infection. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the incision site following an implant procedure. The site was painful and the patient could not charge due to the charging belt that would rub the infection site. The patient was given antibiotics. The infection was not device related but believed it was due to the procedure. It was noted that the staple got infected from the incision site.

Manufacturer narrative:
Additional information was received that the patient had a previous lead site procedure as it was reported that the leads were poking out so the physician recoiled the retention loop that was caught up in some fat. After removing the staples from this procedure the site became infected. It was also reported that when the physician was removing the staples it caused a tear which was then cleaned and bandaged. Later it was found out that patient was allergic to the bandage which made the infection worse due to the allergic reaction. The patient is healing nicely without infection.

Event description:
A report was received that the patient developed an infection at the incision site following an implant procedure. The site was painful and the patient could not charge due to the charging belt that would rub the infection site. The patient was given antibiotics. The infection was not device related but believed it was due to the procedure. It was noted that the staple got infected from the incision site.